Event description:
Healthcare professional reports a fiber leak noted during onset of pt dialysis session. New disposables were used and the treatment was completed. The healthcare professional reports 200cc blood loss. The dialyzer was reused 6 times. The healthcare professional reports no pt injury or medical intervention required.